Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. As received, the monitor failed incoming testing. Upon eval, the computer / analog (ca) and defibrillator boards were bowed which caused physical damage to capacitor c220 and y500. In addition, the u500 component (dsp) was cracked and the leads of high-voltage capacitors c20 and c21 were detached. The cause of the test failure is the extensive damage to the ca and defibrillator boards. The cause of the damage to the boards is mechanical shock from physical impact, as evidenced by physical damage to the monitor case. (B)(4). No adverse event resulted from the broken lead on c22. The pt received a replacement monitor.

Event description:
A territory mgr contacted zoll customer support to report that a (B)(6) male pt's doctor indicated that the pt's monitor was broken. During servicing of the pt's monitor, a reportable problem was discovered. The monitor failed incoming testing. The pt was issued a replacement monitor.